Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a pancreatic resection and development surgery, when the patrolling nurse used the package and opened the suture, there was no needle in the package. The event occurred during procedure but was not used in the patient. Another device was used to complete the case. There was no patient harm.